Manufacturer narrative:
Device history record (DHR)- lot 4739012 conformed to the specifications when released to stock. Failure analysis- the valve was visually inspected, it was noted that the silicone was cut/torn around the siphon guard. A needle hole was noted in the needle chamber. Biological debris was noted inside the siphon guard and on the outside of silicone housing. The complaint is confirmed. The position of the cam when valve was received was at setting 3. The siphon guard was visually inspected, marks were noted in the siphon guard. The root cause for the issue reported by the customer, is probably due to a sharp or pointed object coming into contact with the silicone housing, as noted in the instructions for use (IFU) silicone has a low tear/cut resistance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported a broken certas valve that required revision surgery. No patient consequences, no surgical delay reported. No additional information was provided after several attempts.